Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications. The device was received with scratched display window and missing end cap sticker.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 450mg/cl. The mother stated that the infusion set was changed five times, but the customer did not respond to the boluses. The caller stated that the insulin pump is not functioning because the customer's blood glucose was 163mg/dl when she left the hospital, but it went back to 270mg/dl when she was connected to the device. Troubleshooting was performed, and the drive support cap appears to be normal. The time, date, basal rates, and bolus wizard settings were correct. Reviewed the alarm history and found several low reservoirs and finish loading alarms. Assisted the caller to run a manual prime and the insulin did exit. No further information was provided.